Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the rf and electrocardiogram (ECG) connectors were loose. As a result the link electronic module (lem) circuit board was replaced and calibrated to resolve interrogation and loose connector issues. It was also noted that the left keyboard hinge was broken. Concomitant product: 229047 analyzer. (B)(4).

Event description:
It was reported the wand has to be held into place in order to interrogate a device, seems like a loose fitting. The programmer was returned for repair. No patient complications were reported as a result of this event.